Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a pyxis medstation system cubie pocket failed. The customer reported that users were unable to remove medications from the drawer. The user was able to obtain the medication from another station. There were no adverse events or injuries reported based on this incident.